Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at around 14 atmospheres (atm) for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.